Event description:
It was reported that the right atrial (ra) lead had far field r wave oversensing. The lead is being closely monitored and remains in use. No patient complications have been reported as a result of this event.